Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for missing label with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product.

Event description:
It was reported that when the bd vacutainer® k3e plus blood collection tube was removed from the carton before use, it was observed to be missing the label. The following information was provided by the initial reporter: "when we open the carton and remove the product from the carton, we found complaint product (missing label)."